Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 54 mg/dl. The customer consumed a snack and ate dinner to address the low bg. The customer suspected the low bg was due to using the exercise bike (increased activity). Tandem technical support advised the customer to discuss the low bg with a healthcare provider.